Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the box of the implant was opened and the outer blister package was found to be broken. It was not handed to the surgery table. No event occurred surgically."